Manufacturer narrative:
Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed as an unidentified material can be seen on the cannula. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. No foreign matter could be found on the returned sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle foreign matter was discovered on cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: during using, it found that the fm on the IV cannula.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle foreign matter was discovered on cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: during using, it found that the fm on the IV cannula.

Manufacturer narrative:
Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed as an unidentified material can be seen on the cannula. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. No foreign matter could be found on the returned sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."